Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, sensing issue at atrial side (undersensing and oversensing) was observed in one a burst episode stored in device memory on (B)(6) 2014 at 17:28. In addition, undersensing at atrial side was also observed on the external ECG (i.e. Some p waves were not detected by the device).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, sensing issue at atrial side (undersensing and oversensing) was observed in one a burst episode stored in device memory on (B)(6) 2014 at 17:28. In addition, undersensing at atrial side was also observed on the external ECG (i.e.some p waves were not detected by the device).